Event description:
It has been reported to philips that the table was floating, as the system could not boot correctly. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The customer attempted to turn on the system multiple times, but the entire system was down and not operational. The philips field service engineer (fse) inspected the system onsite and confirmed that the table was floating, and the system was not rebooting. The fse performed the troubleshooting process and found that the suite pc hard drive bays had no power which caused it not to boot up. The table was floating when the system was turned off. The fse confirmed that there were no issues with the table and the suite pc was defective. The fse replaced the suite pc and restored the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.